Manufacturer narrative:
It was reported the physician confirmed that the type a dissection led to the stroke. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: vnmc4337c200tu, serial/ lot #: (B)(4), ubd: 02-jan-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant navion stent grafts were implanted in a patient for the endovascular treatment of a thoracic aortic dissection, from the lsa to the abdominal aorta. It was reported 2 days post the index procedure the patient presented emergently. Imaging was performed and it showing a known type a aortic dissection with stent in the aortic arch. The origin of the left subclavian was not opacified with contrast, however the vessel reconstitutes after the origin of the left vertebral artery, raising the possibility of the left subclavian steal. The right brachiocephalic and left common carotid arteries were noted to be patent. On the day of the index procedure the patient had a CT scan and there were no observations. One day post the index procedure the physician saw the patient and reported the patient was stable however 2 hours later patient had a stroke and subsequently expired 3 days post the index procedure. As per the physician the cause of the death was a stroke. No additional clinical sequelae was provided and the patient has expired.